Manufacturer narrative:
The device was manufactured august 24, 2017 ¿ august 26, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual examination of the provided photograph was performed with no issues noted. Functional testing must be performed on the actual device in order to verify the flow rate accuracy of the alleged device. Therefore, the reported event could neither be objectively verified nor refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor did not fully infuse. This event occurred during patient infusion. The customer compounded this folfusor and checked for flow when compounding and also prior to attaching to a patient. An unconfirmed amount of fluid was left in the infusor following infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.